Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2010, this patient was implanted with two gore® tag® thoracic endoprostheses and one handmade stent graft to treat a descending thoracic aortic aneurysm (tgt3720/06799726 at distal, and tgt3115/7667107 at proximal). It was reported that the handmade stent graft was implanted distal to the tag devices and that the patient's distal aorta was torturous. Final angiography revealed a type iii endoleak from the overlap of the tag devices. The physician decided to monitor the patient and completed the procedure. The diameter of the aneurysm at the time of the implant was 55 mm. On (B)(6) 2013, during three year follow-up the diameter of the aneurysm further measured 72 mm. On (B)(6) 2014, the patient expired. The cause of the death could not be conclusively identified, however it was reported that cause of death was not due to aneurysm rupture. Also, it was unknown if autopsy was performed. No further information regarding the patient's death is available.